Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a burr stuck on guidewire issue occurred. A 1.50mm rotapro and rotawire drive were selected for use. During withdrawal of the burr, the rotapro got stuck with the rotawire drive. The rotapro and rotawire were completely removed together, and the procedure was completed with another of the same devices. There was no patient complications reported post procedure.